Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the core wire tip by approximately 1.8cm. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03506, 3005099803-2015-03507 and 3005099803-2015-03508 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the physician was advancing the jagwire through the stenosis in the common bile duct, the hydrophilic tip detached, exposing the tip of the metal corewire. A second jagwire guidewire was used and the same event occurred. A third jagwire guidewire was used to successfully implant the stent. However, under x-ray, the tip of the third jagwire guidewire was found detached in the common bile duct. There are no plans to remove the detached tip from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03506, 3005099803-2015-03507 and 3005099803-2015-03508 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the physician was advancing the jagwire through the stenosis in the common bile duct, the hydrophilic tip detached, exposing the tip of the metal corewire. A second jagwire guidewire was used and the same event occurred. A third jagwire guidewire was used to successfully implant the stent. However, under x-ray, the tip of the third jagwire guidewire was found detached in the common bile duct. There are no plans to remove the detached tip from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.